Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism deployed late; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts and drive stalls were observed. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. No drive resistance was observed. It could not be conclusively determined if the high pulse width w/drive stall contributed to the reported needle mechanism complaint.